Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that the patient developed an itchy irritation and open sores. The irritation was open. The patient reported having sensitive skin and allergies to some metals, but not sure which specific ones. The patient's medical outcome is unknown, as follow-up attempts were unsuccessful.